Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0tczn, implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. Product ID: 3889-28, lot# va0tczn, implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had a lack of therapy efficacy. The healthcare provider (hcp) stated that there was also pain over the implant site. Reprogramming sessions were performed to troubleshoot, but ultimately the device was surgically explanted. No further complications were anticipated/reported.